Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle or cannula occurred. The sensor was inserted into the abdomen, which is off label usage of the device, on (B)(6) 2025. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
It was reported that a detached needle or cannula occurred. The sensor was inserted into the abdomen, which is off label usage of the device, on (B)(6) 2025. Product was provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information/device evaluation . H3: device evaluated by manufacturer - additional . H6: adverse event problem - additional.